Manufacturer narrative:
PMA/510k: 11nov2019. Date of report: 30dec2019. The manufacturer's international service technician confirmed the reported issue and replaced the touchscreen. The touchscreen position slipped out of place and could not be corrected with calibration. The technician replaced the touchscreen and the issue was resolved. The device was not being used for treatment when the reported event occurred, and there is a relationship between the device and the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 06feb2020 b4: (B)(6). The touchscreen assembly was returned for failure analysis. . During testing, it was determined that the resistance was out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25oct2019.

Event description:
It was reported that the unit had a touchscreen "reaction failure" that could not be corrected by calibration. There was no patient involvement.